Event description:
It was reported that during a vena cava filter placement, the filter was difficult to deploy. The feet would not release from the spline. The dr tried tapping on the wire and tapping on the deployment tube, but it would not deploy. The dr then went in through the right jugular with a recovery cone and was able to dislodge the filter. The placement was a bit higher than planned and the feet were inside a clot and did not appear to be attached to the vena cava wall. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection of the delivery sheath, there was a kink approx 18.5cm from the proximal end of the luer. The tip of the delivery sheath is distorted and the shaft is stretched. The nicked down area of the delivery sheath spans from 10.5cm to 11cm from the proximal luer. It appeared that the hooks of the filter pierced the wall of the sheath. It appeared that the dr pulled back when attempting to deliver the filter. This was evident by the location of the holes in the sheath just distal of the distal marker band and the peeling seen inside the sheath near the tip. Based on these observations, the dr used excessive force and pulled back on the pusher wire which caused the filter hooks to dislodge from the split spline and pierece the sheath. The delivery sheath measurements were within specification. Upon initial inspection, the pusher wire handle appeared to be slightly bent. This could have been caused by excessive force. The remainder of the pusher wire was intact and within specification. The result of the investigation was confirmed, user-related. The IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.